Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a balloon rupture occurred. The 70% stenosed target lesion was an area of in-stent restenosis in the moderately tortuous and calcified ostium of the right coronary artery (rca). The target lesion was predilated with a 2.5x15mm non-bsc balloon catheter. A 3.0x12mm taxus express2 drug eluting stent (des) was advanced to the mid portion of the previously implanted non-bsc des. The stent delivery balloon was inflated to 16 atmospheres and a balloon rupture occurred with the balloon "deflating by itself". It was reported that stent struts of the previously implanted non-bsc stent potentially could have contributed to the balloon deflation. The stent delivery system was able to be completely removed from the patient. The 3.0x12mm taxus express2 des remained implanted and was postdilated with a 3.0x15mm quantum maverick mr balloon. The 3.0x12mm taxus express2 des was considered to be well positioned and well apposed. There were no patient complications reported with the patient's current condition listed as "good".